Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and one photo was received for evaluation. In the photo provided, we see a red mark on the patient's back where the catheter touched the skin. The returned catheter had an adhesive tape mark in the range of 15-50 cm from the tip, and yellow discoloration in the range of 14-31 cm from the tip. Since there have been no reports of the same event from other hospitals, and it has occurred multiple times in a specific department of this hospital, it is highly likely that the cause of the occurrence is the user. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the use of the product, blisters were observed on the patient's back along the catheter. No additional information available for treatment or if medical intervention was required.

Manufacturer narrative:
No lot or serial number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI is unknown, no product information has been provided to date.